Event description:
Patient called to report a product issue with his dexcom g7 device. Patient stated the device is not working correctly for him and it loses signal more often than it has signal even though he keeps the device in his pocket and close to his body. Patient stated he loses readings and that often his readings are 60%-80% off from meter readings and are typically higher than actual reading. Patient stated he has contacted dexcom several times and followed their suggestions but has had no improvements.